Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a absence of alarm. Customer stated they had louder rewind and not always received low reservoir alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within specific range. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the insulin pump. Verified the test reservoir had 42 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Continued with an additional 25-unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. No low reservoir or reservoir estimate at 0 u alarm anomalies noted. No unexpected insulin flow blocked alarms, low battery alarms, or loud motor noise during rewind noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, case cracked behind the insulin pump near the battery compartment and stained keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.